Event description:
It was reported to nova biomedical that the consumer received inaccurate results for creatinine in comparison to the reference instrument.

Manufacturer narrative:
Investigation is being done using retain samples of lot material.